Manufacturer narrative:
A control solution test could not be performed due to the customer having control solution with an invalid discard date.

Event description:
Caller reported performing tests with the freestyle meter and getting results of 118 and 144 mg/dl for back to back tests. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction. Customer did not wash hands and test site.